Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 505 mg/dl due to the customer's personal profile settings being incorrect for the customer's body. Customer administered a correction bolus and manual injection to address the elevated bg. Reportedly, the customer will consult with their endocrinologist to adjust the personal profile settings.